Event description:
The nurse initially reported that during a case, there was water under the unit and the cassette would not eject. Additional information received from the nurse stated the unit was switched out in order to complete the case, with a delay of about 15 minutes. The second system also had the same problems. The surgeon completed the case manually. Multiple attempts were made for patient's status with no response to date.

Manufacturer narrative:
The company service representative examined the systems and could not duplicate the reported problem. The nurse stated during the case, the surgeon wanted the tubing flushed. The staff attempted to push fluid toward the system while the tubing was attached to the cassette. The cassette tubing was blown off the cassette fitting and fluid flooded the receiver mechanism. The system displayed a system message. The system was examined and no visible sign of fluid was present on the sensors. The signal and power cables were replaced in one system for diagnostic purposes. The systems were then tested and met all product specifications.